Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device. It was further reported that the reason for the balloon burst was possibly due to calcium. There were no problems for the patient resulting from this event.

Manufacturer narrative:
Device is combination product.

Manufacturer narrative:
Device is combination product device evaluated by MFR: returned product consisted of a ranger dcb balloon catheter. The balloon was loosely folded. The loading tool was located on the proximal shaft. The tip, balloon, markerbands and inner/outer shaft were microscopically and visually inspected. Inspection revealed the balloon had a pinhole in the balloon material located 9mm proximal of the distal markerband, and the tip was damaged (flattened/stretched). Inspection of the rest of the device found no other damage or irregularities. The reported rupture was confirmed.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device. It was further reported that the reason for the balloon burst was possibly due to calcium. There were no problems for the patient resulting from this event.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 100 mm 135cm ranger balloon was used to dilate the target lesion and at nominal pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. This product is only approved outside of the united states, but is similar to an approved u.s. Device.